Event description:
It was reported by the customer that the device had ail errors. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail. As found 8.5.29 sw as left ver 8.5.29. Replaced rear case. Replaced bezel. A review of the device history record showed the device had a manufacture date of 10/13/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2014-0284 for lvp air in line. CAPA #: ca-2014-0605 for lvp bezel fluid ingress.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had ail errors. There was no additional information provided and no patient involvement.